Event description:
Customer reported receiving an error alarm on the insulin pump during priming. Customer did not recall any significant events leading up to this error alarm. Blood glucose level at the time of the call was not provided. No further info was provided.

Manufacturer narrative:
The pump gave an alarm during the prime test due to moisture damage on the force sensor. The pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube, and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.